Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. A photo review was provided, the investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On june 17, 2025, it was reported that sometime post an ultrasound-guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector that connected with the drainage bag was allegedly fractured. Reportedly, the catheter was replaced. There was no reported patient injury.

Event description:
On (B)(6) 2025, sometime post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the drainage catheter connector that connected with the drainage bag was allegedly fractured. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: for one occurrence, although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the metal cannula; the catheter connector area is highlighted but the photo is not clear to confirm any fracture. Therefore, the investigation is inconclusive for the reported fracture as the photo evidence provided is unclear which is not sufficient to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.